Event description:
On (B)(6) 2012, a pt received a 21.5 diopter superflex aspheric lens, lot 022e3296902. It was reported that the surgery was uncomplicated. On an unk date, (time to onset not specified), the pt developed fibrin reaction. It was reported that the fibrin was located intracapsularly, behind the implanted lens.

Manufacturer narrative:
The pt had been referred to the reported surgeon approximately four weeks prior to rayner's initial receipt of info. It was reported that the pt received an anterior chamber and fibrin washout. On an unk date, the pt developed uveitis. The pt has been treated with unspecified medications. At the time of report, the surgeon was considering explanting the capsular bag and the lens. Further info will be requested. IFU info: the superflex aspheric 920h IFU, section: "complications related to iol surgery" lists: retrolenticular membrane. (B)(4).